Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during use; the home patient (hp) was not connected. The hp stated that after prime but before the initial drain, one of the supply lines became disconnected from a supply bag. The technical service representative advised the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr because the product is unknown at this time.the sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.